Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported the actual reservoir v olume (arv) was 8.0ml, and the expected reservoir volume (erv) was 2.3ml. Because the variability was large, correspondence to the patient was started. Therefore, health injury could not be confirmed until a refill was performed, and there was no health injury. There was no health injury even including each examination on the next day. The customer discarded the catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: n645460006, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 15-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient receiving gabalon (unknown con centration) at 45 mcg/day for cerebral hemorrhage. It was reported that a refill was performed on (B)(6) 2020, but the variability was as large as about 35%. A roller examination was performed on (B)(6) 2020, but there was no problem, so a catheter contrast examination was performed. The drug solution could not be aspirated at all, and occlusion was suspected even when checking the 3dct, so replacement of the catheter was urgently performed. During the procedure, cerebrospinal fluid was checked every time, so there were no longer concerns about occlusion. Because the catheter was occluded until this point, the dose was decreased to 30 mcg/day (based on the physician¿s judgement) to avoid overdosing the patient. The classification of severity was ¿6 (serious)¿. The outcome of the event was ¿recovered¿ on (B)(6) 2020. The causality was not attributed to the drug, catheter, pump, or programmer. It was unknown if the causality was attributed to the surgical procedure. Further information regarding the patient¿s medical history, and other medications was unavailable. No further complications were reported.